Event description:
PICC line placed in r median with x-ray verification. Catheter inserted 48 cm with 17 cm external. Several hours later nurse alerted by pt that line was severed. Catheter removed with no ill effect to pt.